Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to manual insulin delivery. Customer changed out pump supplies and resumed insulin delivery. No reported impact to the customer¿s blood glucose level.